Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the hospital because of an alarm. It was also reported the lead displayed high impedance and there were variable impedance changes with arm movement. The lead remains in use and no patient complications have been reported as a result of this event.